Manufacturer narrative:
Title of article: laparoscopic repair of suprapubic incisional hernias: suturing and intraperitoneal composite mesh onlay. A retrospective study source: hernia (2008) 12:251¿256, received: 31 may 2007 / accepted: 9 january 2008 / published online: 6 february 2008 © springer-verlag 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, after ventral hernia repair, 17 patients received mesh. Complications were seen in five patients, and included deep venous thrombosis¿1, pain greater than 5 weeks¿1, and seroma¿3. The seromas spontaneously resolved in 3¿6 weeks, while one patient needed aspiration. Five patients had recurrences.